Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib, ffb, system interface and sbc boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that during a procedure the system had a communication error which caused the system to reboot itself. This caused an intermittent recoverable loss of imaging functionality. There is no report of injury or death.